Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated a tampon fell apart upon removal. She experienced severe abdominal pain and inflammation in pelvis. She went to the doctor and was diagnosed with a uti and was prescribed vancomycin. Her symptoms improved.